Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, lead pin not fully inserted past the generator connector block. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the patient's device was tested on (B)(6) 2015 and system diagnostics returned a high impedance result with >=10000 ohms. The device had been implanted on (B)(6) 2015. It was reported that the device had been tested on the implant date and system diagnostics returned normal impedance results with 3980 ohms. Review of the patient's x-rays by the manufacturer found that the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead-pin seemed to be not fully inserted into the generator connector block. The electrodes appeared to be placed on the vagus nerve in a normal arrangement. A strain-relief bend and a strain-relief loop were used for the implant of the lead. Two tie-downs were used to secure the implanted lead. Part of the lead was behind the generator. No sharp angles or lead breaks were visible. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Surgical intervention is expected but it has not occurred to date.